Event description:
The processor was no image. The user changed the other to use. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.